Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented to the emergency room after receiving a vibratory alert, interrogation of the device revealed it was in backup vvi mode. The device was reprogrammed and restored successfully. The patient was stable throughout.